Event description:
It was reported that catheter entrapment and removal difficulties occurred. A 1.50mmx15mm emerge¿ balloon catheter was used to dilate the lesion. When the physician removed the device from the patient, resistance was encountered. It was noted that the balloon catheter became stuck on the guide wire and the device was difficult to remove from the guide wire. Both devices were then removed together from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter with a guide wire. The guidewire was in the wire lumen and protruded 13.5cm from the distal tip of the emerge and 52.5cm exited the guidewire exit notch. The guidewire was measured with a calibrated laser micrometer. There was contrast in the inflation lumen and blood in the wire lumen. The inner shaft was buckled. The inner shaft was necked-down on the guidewire 45mm from the proximal weld. The guidewire was attempted to be removed but could not be removed due to the stretched and buckled inner shaft. Inspection of the remainder of the device revealed no other damage or irregularities. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment and removal difficulties occurred. A 1.50mmx15mm emerge¿ balloon catheter was used to dilate the lesion. When the physician removed the device from the patient, resistance was encountered. It was noted that the balloon catheter became stuck on the guide wire and the device was difficult to remove from the guide wire. Both devices were then removed together from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).